Event description:
It has been reported to co that the guide kinked and fractured during the procedure. The patient had a slightly tortuous anatomy. The guide kinked and fractured at 20 centimeters from the hub of the guide and then kinked again in two more spots. No product is expected to be returned. No patient injury reported.